Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (B)(6) 2013 at 20:55:36. During night drain cycle five, the patient's ultrafiltration reading was 718ml, indicating the home patient (hp) drained 718ml more than their maximum programmed fill volume of 1000ml. No additional information is available.